Manufacturer narrative:
Of the 3 allegations of a malfunction, 2 pumps were returned to animas and investigated. No malfunctions were found during investigation.

Event description:
This report summarizes <noe> 3</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a flashing display issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6)years of age and between (B)(6) pounds. Of the reported patients, 2 were male and 1 were female.

Manufacturer narrative:
Follow up #1 06/16/2016 of the 3 allegations of a malfunction, 2 pumps were returned to animas and investigated. No malfunctions were found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the one touch ping model pump experienced a flashing display issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-14 years of age and between 47 and 63 pounds. Of the reported patients, 2 were male and 1 were female.